Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's representative reported patient experienced "strong pain, deformation, depression, anxiety, and rupture, diagnosed by lung CT and confirmed by breast ultrasound". Device remains implanted. This relates to the right device.

Event description:
Patient's representative reported patient experienced "strong pain, deformation, depression, anxiety, and rupture, diagnosed by lung CT and confirmed by breast ultrasound". Device remains implanted. This relates to the right device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.